Event description:
Customer reportedly obtained a result of 76mg/dl on the aviva system and 33 mg/dl on a professional device within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system for evaluation.